Event description:
Patient was admitted for increasing claudication, r>l in october of 2011. Patient was scheduled for peripheral angiography with possible vascular intervention. Angiography revealed a complete occlusion of the right sfa (superficial femoral artery) at which point the physician proceeded to pta and stent placement. Over the next several months the patient complained of increasing claudication. Repeat angiography aproximately 8 months later revealed severe restenosis with multiple stent fractures. The patient was admitted once again for repeat peripheral angioplasty with stent placement.